Event description:
Upon follow up regarding an unrelated issue, global pharmacovigilance (gpv) obtained the following additional information from the peritoneal dialysis registered nurse (pdrn). On an unreported date after starting dianeal therapy, the patient experienced an umbilical hernia. Slowly over time, the umbilical hernia had worsened. On an unreported date dianeal therapies were discontinued and the patient was switched to hemodialysis due to the worsened umbilical hernia. At the time of this report the patient was recovering from the umbilical hernia. Per the nurse, the event of umbilical hernia was unrelated to dianeal therapy. Concomitant medication was not reported.

Manufacturer narrative:
(B)(4). The device is not available. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported problem could not be confirmed and the root cause of this incident could not be determined. Since the serial number of the device was not available, review of the device service history and device manufacturing records could not be performed.